Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reverted to fallback safety mode. Attempts to restore with the software tool were unsuccessful. The ICD was removed.